Event description:
The device was used during a bowel resection procedure. Reportedly, the staple line was bleeding. The surgeon oversewed to complete the procedure. The hospital has reported no patient injury occurred.